Event description:
Report received from abbott international (abbott canada) affiliate that indicates "the internal protection cap (of the clave port) seemed broken" which resulted in fluid leak. This incident occurred in a home setting. Report indicates that an unknown pt was receiving an unspecified dose of vancomycin at the time of the incident. It was reported that when the home health nurse was going to flush the line, there was an unspecified amount of fluid leakage noted from the end of the clave port. It was reported that "it seemed that there was a piece of the cap (of silicone) missing at the port. Report indicates that the line was clamped and the tubing was changed to a new set. Add'l info was requested, but was not available.